Event description:
It was reported that the device had unknown object inside device. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technicians stated issues of ¿loose object inside unit¿ was confirmed. ¿ the pcus were received at bd san diego operation¿s lab on 01/17/2025. They were received unboxed along with the paperwork. ¿ pcus had loose screw inside. Loose screw was removed. ¿ the failure investigation report was uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technicians stated issues of ¿loose object inside unit¿ was confirmed. The pcus were received at bd san diego operation¿s lab on 01/17/2025. They were received unboxed along with the paperwork. Pcus had loose screw inside. Loose screw was removed. The failure investigation report was uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had unknown object inside device. There was no patient involvement.